Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level went up to 400 mg/dl but most of the times it is in 300s mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer reported that the insulin pump was not giving him no delivery alarm and the blood glucose level world go higher after bolusing. The insulin pump will not be returned for analysis.